Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent port place procedure using implanted port device. On (B)(6) 2025, it was reported that the patient experienced pain and shoulder discomfort extending to the neck following use of the mediport. The area was evaluated under fluoroscopy, which revealed compromise of the tubing at or near the insertion site of the internal jugular vein. A fracture of the tubing was identified at the bend where the mediport tubing entered the internal jugular vein. Upon removal of the port hub and subsequent examination, it was confirmed that a fracture was present in the mediport tubing at approximately the location of the band, corresponding to the insertion site at the right internal jugular vein. The current status of the patient is unknown.

Event description:
A patient underwent port place procedure using implanted port device. On (B)(6) 2025, it was reported that the patient experienced pain and shoulder discomfort extending to the neck following use of the mediport. The area was evaluated under fluoroscopy, which revealed compromise of the tubing at or near the insertion site of the internal jugular vein. A fracture of the tubing was identified at the bend where the mediport tubing entered the internal jugular vein. Upon removal of the port hub and subsequent examination, it was confirmed that a fracture was present in the mediport tubing at approximately the location of the band, corresponding to the insertion site at the right internal jugular vein. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter fracture and deformation issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E4, g3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.